Event description:
(B)(4). I had the essure procedure done in 2009...starting feeling crappy 6 months after. Have been to numerous doctors to no avail. Just recently heard on new about all the problems this device has been given girls. My doctor never even told me this essure could be the issue. I am now scheduled for different tests to see where these coils are and if they have moved. The pain is horrible and each day is draining with pelvic pain, back pain, migraines, joint pain its just never ending. My next step is to get these things out of me. I can't believe the FDA has not looked into this sooner with all the complaints. Thank god I found all types of information on the web and a (B)(6) forum with over (B)(6) women with complaints and never ending issues.